Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2019 with the following findings: during investigation, the black box shows multiple loss of primes with zero force on date of reported alarm. No other alarms outside normal patient use in pump history. The rewind, load, and prime steps performed successfully. Force sensor calibration test confirmed force sensor is detecting correct force at 5lbs (188). No loss of primes or alarms occurred during testing. The pump opened and no damage found to force sensor circuit. Moisture damage found on pcb. Pump case is cracked between keypad and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.